Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 23 days post-operatively of a laparoscopic abdominal wall hernia repair, the mesh had not fused with peritoneum. A part of tacking came off and was found hanging in the abdominal cavity. On the right side, the mesh was found to have a gap between the mesh and peritoneum. The thread for the plicated hernia orifice was also in the condition that had come off. Repair for the relapse was done. A small laparotomy with another mesh was performed to repair the relapse.